Event description:
On (B)(6) 2014, bio-rad laboratories technical support received a call from a customer stating that the barcode scanner used with the pr4100 microplate reader started smoking and had overheated. The overheated barcode scanner melted the plastic of the handle of the scanner and melted a hole in the counter top. The scanner was unplugged and no injuries were reported.